Manufacturer narrative:
Device returned in condition which was unsuitable for evaluation. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of hernia. It was reported that during intra-op the kit (guide) for checking whether the engagement of the device is correct was broken. The product come in contact with the patient and there was no impact to patient. No patient symptoms/complication as a result of this event. No further complications were reported.